Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as patient weight was reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that on (B)(6) 2017, the patient was walking from one room to another in their house and felt a sudden shock that went from their crotch/vaginal area to their head and brought them to their knees; the patient screamed and their spouse came and helped them turn stimulation down and it had not happened again. It was noted to have been painful. No further complications were reported/anticipated.